Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient got hearing aids yesterday and the day of the call was their first time wearing them. Patient said they felt ¿ditzy¿/¿funny¿ all day. Patient said after they took the hearing aids out they felt better. Patient was recommended to call the manufacturer for their hearing aids as well for guidelines. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient checked with the doctor and the maker of the rechargeable hearing aids and they said they were made a new way where the magnets wouldn't effect the device. The issue had been resolved. There were no further complications reported.

Manufacturer narrative:
Correction to show patient weight. If information is provided in the future, a supplemental report will be issued.